Event description:
It was reported this implantable cardioverter defibrillator (ICD) system captured pacing impedance measurements of more than 2000 ohms in the right atrial (ra) lead. The ra lead is a non-boston scientific product. Boston scientific technical services (ts) discussed the presenting electrogram (egm) showed no abnormalities. The ICD and ra lead remain in service. No adverse patient effects were reported.